Event description:
It was reported that unspecified alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional details regarding the outcome of the event were available.